Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the buttons were not responding on the customer's insulin pump and numbers were scrolling. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was 130 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. No ramping numbers anomaly noted. The insulin pump has minor scratched display window, cracked case at the display window corner and cracked reservoir tube lip.